Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had developed a postoperative hematoma after a recent revision procedure. The patient was having difficulty charging the ipg secondary to hematoma. It was believed that hematoma was not device related. The patient underwent a pocket revision procedure wherein the hematoma was drained repeatedly and was removed completely. The patient was reportedly doing well postoperatively.